Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low and high blood glucose. The customer's blood glucose was 54 mg/dl and current is 153 mg/dl, 144 mg/dl. It was also reported that auto mode keep customer at 160-170 m/dl. The insulin pump will not be returned for analysis.